Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h6 (type of investigation), h10, h11 corrected field: g1 (contact person ¿ mfg site), h4, h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the bp connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and repaired the iabp as mentioned in the initial emdr was the person that encountered the issue. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is biomed (B)(4). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, and found that the front end connector for bp was broken and unable to attach to the bp cable. The fse resolved the issue by replacing the front end pcb, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the bp connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.